Event description:
Info received indicates the head of the bed is not going up.

Manufacturer narrative:
The tech isolated the issue to a sticky hydraulic valve. He replaced the hydraulic valve to repair the bed.